Manufacturer narrative:
Service inspected the instrument and performed troubleshooting procedures including replacement of the cuvette segment. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect magnesium results. The following data was provided. (B)(6) 2022. Sid (B)(6). Initial result of 65.0 mg/l retested at 18.2 and 17.7 mg/l. Reference range: 16 - 26 mg/l. Field service was dispatched and resolved the issue. No impact to patient management was reported.